Event description:
The customer reported via phone call that they experienced low blood glucose and high blood glucose. Customer's blood glucose was 54 mg/dl and the high blood glucose was 400 mg/dl. Customer's another blood glucose was 200 mg/dl and 120 mg/dl. Customer treated low blood glucose with glucose tablets. Customer stated symptoms that they were sweaty and the sensor was shaky. It was unknown if the auto mode feature was active or not at the time of incident. No further patient complications were reported. Troubleshooting was not performed. The device will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.